Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The device was removed from the guide catheter and it was noticed that it was bent. The physician reinserted the device and the shaft broke in half with one half inside the guide catheter and the other half on the table. Since there were two other wires inside the guide, another balloon was inflated on one of those wires and then everything was pulled out. The procedure was completed with different balloon and guide catheters. No patient complications were reported and patient was great.